Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's defibrillator is defective. The customer is requesting that the device be returned for bench repair. There was no reported patient involvement.

Manufacturer narrative:
The bench ordered a replacement processor pca, however, the device is on a global parts hold. Once the part it received, the device will be returned to the customer.

Event description:
It was reported to philips that the device had a charge button failure. There was no reported patient involvement.